Manufacturer narrative:
In the case description, the user mentioned that the controller switched mode to automated mode on its own then delivered a 7 u bolus uncommanded. Shortly after, the controller then delivered a bolus of 1 u uncommanded. Review of the android log files downloaded from the returned controller confirmed the delivery of a 7 u bolus and then a 1 u bolus. The audit log files showed that the confirm button was pressed for both boluses. The audit logs for the 7 u bolus showed no entry of carbs or blood glucose. The audit log for the 1 u bolus showed the entry of 12 g of carbs. Review of the engineering log files found that the system mode was switched shortly before the 7 u bolus. The logs showed that the switch mode sidebar item was tapped to transition to the switch mode screen and then the dialog was acknowledged to switch the system from manual mode to automated mode. The logs showed that the bolus button was pressed for each bolus to open the bolus calculator. For the 1 u bolus, the logs showed that the carb amount was changed one digit at a time from 0 to 1 to 11 to 1 to 12 to 123 to 12. The logs show that the total text for the 7 u bolus changed from 0 to 7 with no carbs or blood glucose entered, indicating a manual adjustment of the total bolus. The logs for the 1 u bolus showed the total bolus changing with each change of the carb entry, as expected. The logs then show that, for each bolus, the confirm button was pressed to bring the controller to the confirm bolus screen and the start button was pressed to start the bolus. The bolus record for the 7 u bolus confirmed that the bolus was user adjusted from 0 u to 7 u before being confirmed and started. The bolus record for the 1 u bolus showed no manual adjustment recorded. The record showed that the user's insulin to carb ratio was 1:12, confirming that the total bolus was correctly calculated based on the 12 g carb entry. No evidence of an uncommanded bolus was observed in the available logs. Testing of the functionality of the controller found no issues that would contribute to the reported event. No evidence of an uncommanded bolus or uncommanded mode switch was found during the investigation.

Event description:
It was reported by the patient that their pdm (personal diabetes manager) changed by itself to automated mode and delivered an uncommanded bolus of 7 units while she was sleeping. She received an urgent low alarm and while attending to the alarm, the pdm recorded a carbohydrate entry and gave another uncommanded bolus of 1 unit. The pdm was on the patient's nightstand at the time of uncommanded boluses. The bolus history was not available for review as the patient stated it was blank. It was also reported that the patient had been receiving a frequent hazard alarm on her pdm without audible alarm. The patient did not require any medical attention or treatment. No other details were provided. If additional information becomes available, a supplemental file will be submitted.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported uncommanded bolus. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone: lockdown. Cloud - omnipod 5 software app version: 3.1.1. Cloud - smartphone operating system: n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware: n5004l. Cloud - cgm sensor type: g7.